Event description:
It is reported that the broach handle broke. X-rays show a piece of handle was in the pt. Doctor felt it was not causing any problem, so nothing else was done.

Manufacturer narrative:
The device was a potential field age of approximately 4.5 years. The device was retained by the hospital therefore, a determination of the condition of the broach impactor cannot be made. Failures of this device have been previously investigated. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications at the time of manufacture.